Event description:
It was reported by the field clinical representative that the patient with this right atrial (ra) lead stated experiencing chest pain post implant procedure. A lead revision was being considered due to the absence of slack in the ra lead, but unknown if lead perforation occurred. This ra lead remains in service. No adverse patient effects were reported.